Event description:
Information was received from a consumer who reported the cord on the desktop charger was frayed so the recharger would no longer take a charge from the desktop charger. The consumer stated there was 2 hours of battery left in the recharger, so they decreased therapy settings down to 2 (usually at 3.50) to conserve the implant battery. This morning it was difficult for them to take a sip of soda because their therapy settings were lower than normal. Additional information received from the consumer reported they received the replacement desktop charger, but the recharger still didn¿t power up. Additional information was also received from the patient's son reporting that the recharger has been extremely problematic over the years as one of the plugs stops working. It has happened four times over the years. The patient has the deep brain stimulation (dbs) for essential tremor and needs their device recharged every day or two. When their device battery runs out, it is very difficult for them to function. The patient believes the problem was with the recharger, which has the female end of the connector, which is in process of being shipped to the patient. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), who reported the battery did not fully deplete, but only because she turned it off during the night and most of the time during the day. There was barely any charge left when she finally received a new recharger. Due to the recharger issue the consumer couldn¿t do normal activities like handwriting, hold a coffee, cooking, etc. Once the replacement recharger was received the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 37651 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37651, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 h3: analysis of the 37651 recharger (serial number (B)(6)) revealed a broken back case. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.